Event description:
The surgeon has indicated that they successfully implanted a model cc4204bf intraocular lens. Post-operatively, the doctor noted the pt's refraction to be +1.00 sph the target refraction is -0.50 sph. The lens remains implanted and to date the surgeon does not plan on explanting the lens.